Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/25/2019. Investigation summary: it was reported performance pull off suture needle. An empty labeled winding former and suture piece were returned for analysis. During visual inspection of sample (suture piece), a correct impression at the swage end were noted and the other extreme was cut appears to be by use of surgical instrument. Additionally, the force used to detach needle from the suture could not be determined and the needle was not returned for evaluation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per condition of the sample, it could not be determined what may have caused the reported incident of: ¿needle pulled off several times¿.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was provided: please confirm the quantity of sutures that presented the issue during the procedure between 4 and 6 sutures presented the issues during the procedure. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and suture was used. Needle pulled off several times, sometimes when performing the first knot. No patient consequence.